Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unusual nocturnal hypoglycemia while using the ilet, despite the device showing no active insulin dosing, and expressed concerns about insulin on board, absorption variability related to abdominal scar tissue, and possible cgm inaccuracies due to sensor compression; the user also reported frequent use of ¿less than usual¿ meal announcements and received additional training, with blood glucose reported as normal at the time of contact. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose without hospitalization. Investigation included product troubleshooting and user education focused on meal announcements, cgm use, and infusion site considerations. Investigation of this case revealed no confirmed device malfunction; potential contributors included cgm compression artifacts influencing automated dosing decisions, meal announcement underestimation, and variable absorption at scarred infusion sites. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.